Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 30 mg/dl. Cause of low bg was unknown. The customer declined to provide additional information and declined to perform further troubleshooting.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. Low bg cause was not known. Customer first went to the emergency room and was subsequently hospitalized. Customer was treated with glucagon injections and sugar, and intravenous fluids or saline and insulin, and was discharged (B)(6) 2023 with the issue resolved and no permanent damage. A full pump system check was performed and confirmed that the pump was functioning as intended.